Event description:
It was reported that the patient had an awful time charging since implant. The patient stated she couldn¿t stand it much longer. The patient stated ¿they¿ are supposed to be figuring something out for the patient as she couldn¿t charge her battery. At implant, they put it in a cage, but she is ¿real heavy¿ and her battery moved all the while she is trying to charge. The patient sat for 5-6 hours and took breaks in between. Additional information regarding any interventions planned and the outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), product type: lead. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 37092, lot# 242130001, product type: accessory. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. (B)(4).